Event description:
It was reported that an ilet insulin pump was dropped against a table, resulting in a cracked screen and an inoperable user interface, which prevented device unlock or shutdown; the user transitioned to backup therapy while continuing to use a dexcom g7 and reported no impact to blood glucose control. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of the event details and replacement of the affected device with instructions for return of the original for evaluation. Investigation of this device revealed damage consistent with accidental physical trauma to the display assembly and housing that rendered the device nonfunctional for user interaction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.